Event description:
It was reported that when the patient was hooked up to the system monitor, the system monitor displayed a yellow advisory alarm with the letters "wgwgwgwg" going across the screen. The patient was fine and there were no alarms on the system controller. The system monitor was rebooted and eventually replaced with another system monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of system monitor displaying yellow advisory banner, wgwgwgwg text scrolling across screen, could not be confirmed. No product returned and no patient provided images to confirm the reported event. According to the information provided, the system monitor was rebooted and eventually swapped. The hospital retained the system monitor. The root cause of the reported incident could not be conclusively determined. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. The device was shipped to the customer site on (B)(6) 2013. The power module instructions for use (IFU) revision b (section 2.5) states if the system monitor does not work properly, call the company's technical service department. Setup and use of the system monitor with the heartmate ii power module are documented in the heartmate ii power module instructions for use (rev b p.18 - setting up the system monitor for use with the pm). No further information was provided. The manufacturer is closing the file on this event.